Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead was diagnosed with a pneumothorax, one day post implant. No medical nor surgical intervention was required and no allegations against any boston scientific product. To date, this lead remains implanted and in service.